Manufacturer narrative:
Concomitant medical products: 459878, lead, implanted: (B)(6) 2018; w4tr03, ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited unipolar impedance warning and short ventricle-ventricle intervals. Insulation breach was suspected. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was reprogrammed. No patient complications have been reported as a result of this event.